Event description:
It was reported that during a da vinci-assisted internal mammary artery mobilization/harvest surgical procedure, while dissecting the mammary artery, the surgeon realized the motion was difficult from his left arm. He then noted that the black diamond forceps was broken. The procedure was completed as planned with no reported injury using a backup instrument.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The black diamond micro forceps instrument was analyzed and found to have a broken grip tip at the distal end. The end was broken off completely and some pieces were not returned. Further evaluation found the instrument a grip cable dislodged at the proximal end. The instrument housing was removed and found the pitch cable was dislodged at the proximal end. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.